Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the customer pointed out that when operating the unit by the central control monitor (ccm), position touched by the ccm and actual position of the pointer has slight gap and response to the ccm operation was poor. In this facility, they mainly use the ccm for the unit's operation. This event occured when the customer and clinical engineer conducted operational check during field service installation. There was no patient involvement.

Manufacturer narrative:
(B)(4). During the laboratory evaluation, the reported complaint was confirmed. The product surveillance technician (pst) observed the cursor response to shift from original test point. Replacement of customer touch screen with lab-use only (luo) touch screen restored proper functionality determining customer touch screen was defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.